Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the blank display due to a cracked and bleeding lcd glass. No vibrating was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was dropped and broke. The customer could not see the screen and the insulin pump was just vibrating. The insulin pump cracked and obscured. They did not believe the insulin pump was delivering insulin. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.